Manufacturer narrative:
H10: no service activity has been scheduled yet for this device. Despite attempts to get more information, the customer never replied. No other complaints have been registered by this customer in the last year, thus this case is isolated. The involved unit complained in march 2023 was no longer claimed after the reported event. Based on above consideration, the root cause cannot be established. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that cooling circuit of a heater-cooler system 3t could not be disinfected. The issue occurred during priming. There was no patient involvement.

Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6), germany. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.